Event description:
Information was received regarding a medfusion 4000 pump. It was reported that 64 pumps had seven or more acu watchdog alerts from (B)(6) through (B)(6) 2021. It was later added that there were primary audible alarms, a scratched lcd lens, and a non-OEM power cord. The non-OEM speaker had a resistance of about 10.5 ohms, not counting the lead resistance of about 2.5 ohms. The j9 was intact, and speaker counts l3, l4, and l5 equal 50, 109, and 167, respectively. Customer could not determine the cause of the alerts. It is unknown if there was any patient, or clinician injury associated with this particular occurrence.